Event description:
It was reported that the sv300a ventilator displayed an error code of "pf" during preuse checks and had no inspiratory flow. The ventilator was sent to biomed department. An "fse" was dispatched discovered that the ventilator had a defective 1618 pcb. The "fse" replaced the 1618 pcb, calibrated and functionally checked the unit. The ventilator was performing within all manufactures specifications and was returned back to service.